Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, pump error alarm (line number (B)(4) file number (B)(4)) and pump error alarm were found in the formatted history file due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that his pump was alarming pump error and that they received it twice. The customer's blood glucose was 8.5 mmol/l at the time of the incident. It was also reported that the active insulin had been cleared and delivery had been stopped. Troubleshooting was performed. Advised that his pump needed to be replaced and to revert to a backup plan per his doctor¿s orders. The insulin pump will be returning for analysis.